Manufacturer narrative:
On 11-nov-2015 per the field service representative (fsr), this complaint is considered "complaint not valid". The reported issue occurred on the central control monitor (ccm), not the roller pump and it will be investigated on MDR #1828100-2015-00783. Please reject the initial MDR #1828100-2015-00723. No additional action will be taken at this time.

Manufacturer narrative:
(B)(4). Per the perfusion technician, the user facility¿s biomedical engineer (biomed) is troubleshooting this issue. She will let us know if they need service.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass procedure, the roller pump display went blank for a few minutes then came back on as perfusionist (ccp) was giving cardioplegia (cpg). The device was not changed out, as they finished the case with this unit. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per the clinical review on (B)(6) 2015: according to the ccp, the display on the master cpg pump went blank for about ten minutes. The display came back on, but they were done delivering cardioplegia for the case at the point when it came, so it is unknown if the function of local controls returned with the display. The ccp was unsure if she could control the pump through the central control monitor (ccm). The pump continued to rotate/function despite the loss of display. There was no impact to the patient as a result of the reported issue. The case was completed successfully, without delay and without associated blood loss. There was no harm observed.